Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction about what was reported. There was no product problem reported so b1 was corrected to reflect only an adverse event. No new event information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. A friend or family member of the patient called in to report that the patient does not do well with anesthesia, and ask if when the patient needs the ins replaced they can do it as an outpatient surgery. The caller reported that because of the anesthesia with the implant of the patient¿s device the patient is experiencing a loss of speech and swallowing activity. The patient does not talk or eat, and therefore they now need to eat with a tube. It was reported that the ins helps with tremor, but has been a major disappointment about the inability to swallow and talk. The caller reported that 2 days after the implant of the patient¿s device they had pneumonia and had to go back into the hospital. It was later reported that it happened in the early part of (B)(6) 2014. The caller reported that there were no device issues, but that the patient¿s ins may need to be replaced soon so they wanted more information about if it can be done without anesthesia. There was no indication the ins was low at this point. The caller was redirected to discuss options with the patient¿s healthcare provider. No complications or further complications were reported.